Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at 1.998 mg/day via an implantable pump for non-malignant pain. It was reported that a critical alarm was occurring. A nurse went to the patient's home to do a refill and noted a reset occurred. The pump logs were checked and a low battery reset and safe state were noted. The patient heard the pump alarming, but thought it was something other than the pump. The pump was programmed to minimum rate mode and the hcp was notified. No patient symptoms were reported. The event date was noted to be (B)(6) 2016. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that the pump had not been replaced since it stopped working on " (B)(6) 2016". The replacement had been scheduled two or three times, but cancelled due to health reasons. They were currently at the healthcare provider (hcp) office waiting to find out if the pump would be replaced. They were going to follow-up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.